Event description:
As reported by the initial reporter, in operating room (B) (6), the switchpoint infinity touchpanel was not functional and no video was being routed. The user attempted to reboot the unit and the issue remained, the issue was identified by the user as the patient was on the surgical table and being draped. The user continued the case by directly connecting the endo camera to a mobile cart monitor. There were no adverse consequences to the user.

Manufacturer narrative:
Attempts will be made to collect this information. There is no established expiration date for this product. Employee from the hospital reported this malfunction. Specifics concerning if employee was a health professional is unknown. Device manufactured date is june 2004. Root cause identified as a hard drive malfunction. This malfunction did not lead to any adverse consequences. This is not a single-use device.